Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow and ok keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The patient noted that the symbols on the up arrow and ok keypad buttons were worn. The patient denied trauma or moisture to the pump. The patient reportedly wears the pump attached to a belt in a case and does not clean the pump. There were no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4):investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.